Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that approximately one week post implant, the patient felt his "heart was pounding or beating out of his chest". The patient's symptoms worsened, and the patient presented to the emergency room with chest pressure, shortness of breath, nausea, and diaphoresis. The patient was admitted to the hospital and treated with aspirin and oxygen. The device is still in use. No further patient complications have been reported as a result of this event.